Manufacturer narrative:
This device was returned for service with an unspecified malfunction; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device could not be disassembled due to bearing stack screw that came out of the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the attachment device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the device could not be disassembled due to the bearing stack screw that came out of the device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.